Event description:
Caller reported an incident of hospitalization for a condition unrelated to diabetes during which he experienced hyperglycemia symptoms- blood glucose in excess of 30 mmol/l. The doctor attributes the hyperglycemia to pump delivery being inaccurate. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.